Manufacturer narrative:
The pod was received not deployed. Inspection of the download data found that the pod completed both priming sequences and was deactivated at the end of second prime. Timeouts occurred during priming in tandem with a failure of the rotational sensor to transition, indicating a drive stall occurred. Due to the drive stall, the firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allow the needle mechanism to deploy. During opening of the pod, the motion caused the drive mechanism to reach firing position and deploy the needle mechanism. Rerun data presented few timeouts at the start of the rerun which soon corrected itself but no drive stall occurred. Brass shavings and smearing were observed on the leadscrew. It could not be determined whether the brass shavings contributed to the high pulse width and drive stall. The exact cause of the timeouts and drive stall could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy at pod activation. The pink slide moved forward, but patient did not see or feel cannula deploy from the pod as intended.